Manufacturer narrative:
Patient ID corrected from (B)(6) to (B)(6).

Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The patient received loading doses 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was performed. The native aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. Event summary: on the same day of index procedure, the patient developed lbbb. Transvenous pacing was performed to treat the event. At the time of reporting, the event was considered to be recovered. Two days post the index procedure, the patient was discharged on aspirin.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The patient received loading doses 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was performed. The native aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. Event summary: on the same day of index procedure, the patient developed lbbb. Transvenous pacing was performed to treat the event. At the time of reporting, the event was considered to be recovered. Two days post the index procedure, the patient was discharged on aspirin.